Event description:
It was reported that the core impaction drill heated up during a case. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
An initial investigation was conducted by the quality control technician which revealed corrosion in the upper bearing on the driveshaft, as well as the driveshaft assembly. The investigation has been submitted to the quality engineer and a f/u report will be filed when that investigation has been completed.